Manufacturer narrative:
(B)(4). See also mfg report# 3007284313-2020-00095.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2019. In early (B)(6) 2020, imaging revealed a disconnect between a gore® excluder® aaa endoprosthesis featuring c3® delivery system rlt261412 and a gore® excluder® aaa endoprosthesis plc271200. A gore® excluder® aaa endoprosthesis was implanted to seal the disconnect. The patient tolerated the procedure. The physician stated that they felt there was not enough overlap between the components initially, and stiff wires underestimated the true length. Co-morbidities: none. Patient medications: zofran, omezaprile, lisinopril, testosterone, multivitamin.